Event description:
The report stated that during a hysterectomy after the ligasure atlas was used to seal a pelvic infundibulum ligament, the jaws of the device could not be opened. The surgeon cut around the device to remove it. The surgical time was not significantly extended and there was no patient injury. The surgeon reported this happened on 3 devices in the same surgery. The other two devices are reported on MFR report # 1219930-2007-00844 and 1219930-2007-00846.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The area representatives for covidien lp (formerly valleylab) have reported that they have provided clarification for the surgeon on the proper use fo the ligasure atlas.